Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a breathing circuit that was blocked. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips field service engineer (fse) restarted the device and confirmed that the v60 ventilator had a breathing circuit that was blocked. The fse determined that the issue involved the turbine. The turbine was replaced, and the device was working as intended. The device was returned to full functionality.

Manufacturer narrative:
E1: (B)(6).